Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2014-06100/06104).

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges infection. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to infection. The lateral and medial tibial bearings and locking bar were removed and replaced.